Event description:
A customer reported a malfunction on their insulin pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced at least three occurrences of the same malfunction on this pump, identified by a resettable malfunction code. Tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was instructed on procedures for the current pump's return and the setup of the new pump, including programming settings and connecting their continuous glucose monitor (cgm). The customer acknowledged and understood all instructions provided by technical support.